Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device the history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device records two manual power ons, both of nonsensical duration. These manual power ons may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening by removing the pad-pak. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation found the reported fault to be inconclusive. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 2 manual power ups of nonsensical duration on the (B)(6) 2017. These power ups may indicate the user was power cycling the device, or, the beginnings of a failure. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. No patient involved.